Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had detected and labeled an episode as a vt (ventricular tachycardia) monitor event and it was thought the event should have been indicated as an svt (supra ventricular tachycardia) episode. The device remains in use. No patient complications have been reported as a result of this event.